Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 600 mg/dl at the time of incident. Customer states he used a pen and he used 25 units and did not affect him overnight and should of did something and it was 575 mg/dl in the morning and the morning 595mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not be returned device for analysis.